Event description:
It was reported that when the asymptomatic patient presented for a device change out due to normal eri, the right ventricular lead exhibited low high voltage lead impedance. The lead was capped and replaced..

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the connector pin measuring 19.8cm was returned for analysis. External insulation abrasion was noted at 14.5-14.9cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.